Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and was capped and replaced. It was further reported that the left ventricular (lv) lead had high impedance and was oversensing noise. The lv lead was also capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 6996sq58 lead, date of implant (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.